Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was interrogated prior to use, it was noticed to have a gray battery longevity status bar. The device was not used and there was no patient involvement.